Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the arm. The cgm reading was low and therefore the patient was self-treated with sugar. The patient did not take any bg readings at that time of the event. On (B)(6) 2023, the patient was admitted to the hospital. The cgm reading was accurate and was reading high. He started to feel ill and vomited. The patient called an ambulance, and they took the ketone values and performed an electrocardiogram (ECG). The paramedics did not provide any treatment for the patient and took him to the hospital. The patient was admitted to the hospital, and they took a blood glucose reading of 25.0 mmol/l and the ketones measurements were 6.0 mmol/l. At the hospital, the patient was treated with IV insulin. The patient was discharged after 6 days. In addition, it was reported that the patient also suffers other health conditions (no information was provided). No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.